Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system was used during a sub urethral incontinence tape implant procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician proceeds to cut the mesh and noticed the mesh was torn/split. The procedure was completed with another obtryx ii system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.